Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an aortic root dissection occurred. Open surgery was performed to repair the dissection. The cause of the dissection was unknown. Per the physician, it was unknown whether the delivery catheter system (dcs) caused or contributed to the dissection. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an aortic root dissection occurred. Open surgery was performed to repair the dissection. The cause of the dissection was unknown. Per the physician, it was unknown whether the delivery catheter system (dcs) caused or contributed to the dissection. No additional adverse patient effects were reported.